Event description:
It was reported that during a tonsillectomy procedure using a coblator ii controller, the coagulation function was not working properly. This deficiency caused a surgical delay of 1 hour, before the procedure was completed. There were no further pt complications reported as a result of this event.